Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was over 400 mg/dl. Caller stated that the customer was having problems with the insulin pump it was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.